Event description:
I had lasik performed by the (B)(6) in (B)(6) in 2001 time frame. About 2 1/2 years ago (2012), I began noticing some blurring in my vision. I went to (B)(6) for a checkup, and they told me my eyesight required contacts. I told them I had lasik performed by them and that I was told at the time I purchased it that, it included lifetime corrections; but they told me they had no record of my surgery and that I was not a candidate for further lasik. It all seemed a bit strange to me. So I went to (B)(6) in (B)(6) for a second opinion. After a thorough eval the doctor wrote me a script that states "post lasik ectasia or keratoconus" and "tx-collagen cross linking" (a procedure he suggested). Needless to say, since that time I have been very worried, hoping my eyesight will not worsen; but I believe it has, and am now going back to get evaluated again and find out what I need to do to protect my eyesight. I am aware every minute of every day of my blurred vision and of the "shadowy" effect on everything I look at. It has affected my ability to work (I rely heavily on reading and being able to recognize people's faces) and has hurt my self-confidence, since my diminished vision is always on my mind. Now knowing what is going on, and reading about the potential side effects of actasia, this caused me no small amount of emotional duress and I wonder just how bad my eyesight that lasik can cause, I may just as well have stayed in soft contact lenses. I'm reporting this because I don't think anyone should have to go through this kind of anxiety and fear over their eyesight, having never been told by their doctor that such risks exist. He wrote it on a script that I have; they also have full records of my examination.